Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that the leak was contained and the instrument was running without any process errors. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed troubleshooting and found the leak on the water coil, blue tube connector, to the water purification module (wpm). The cse replaced the connector to resolve the leak, and the instrument is operational and performing within specifications. No further evaluation of the device is required.

Event description:
The customer slipped and fell injuring left knee due to a leak coming from the dimension vista 500 instrument. The customer was taken to the emergency room (ER) for medical treatment. An x-ray was performed, and the customer had inflammation in their left knee. No other injuries were noted, and the customer was then sent home to rest for three days. There are no reports of adverse health consequences due to the injury caused by the instrument.